Manufacturer narrative:
Visual inspection was done on the suspected device (power board) by carefusion certified service technician and found signs of two components were being overheated, burned and missing which caused damage to other components of motor board. Further testing revealed that motor board also caused damage to power board/connectors, but power board was still working as per specification and passed power check out. Ventilator passed four hours duration test and did not show any unusual alarms or error conditions. Furthermore bench testing was performed and found that the internal battery was empty and would not start up the testing ventilator. Internal battery, motor board and power board were scrapped.

Manufacturer narrative:
(B)(4). A carefusion certified 3rd party service technician field serviced the suspected device. The reported issue was confirmed and the power board was replaced. The reported issue was resolved and returned to the customer. Return good authorization was assigned for the suspected device (power board) and once a failure investigation is performed, a supplemental report will be submitted.

Event description:
The customer reported complaint that the unit had smoke coming out of motor board. There is no reported information regarding patient involvement, it is currently unknown.